Event description:
It was reported that during post-operation check, the atrial lead of the patient had dislodged. Dislodgement was confirmed via x-ray. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned for analysis. Final analysis found no anomalies with the exception of procedural damage.